Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and completed on another system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile and it showed that the geometry-pc had a communication time out error. The fse ran the system start-up test and found that the geometry-pc did not start up. The fse solved the issue by replacing the geometry-pc board. After the replacement of the geometry -pc board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.